Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 30mm amplatzer pfo occluder was selected for an implant using a 9f amplatzer trevisio intravascular delivery system. During the procedure, the occluder had a deformation. The occluder was removed from the patient prior to released form the delivery cable and placed in saline. The occluder returned to the original shape. It was noted that a second attempt was made at implanting the occluder. The occluder was positioned in the patent foramen ovule, it became deformed again. The device was exchange with a 30mm amplatzer pfo occluder that completed the procedure. There was no interaction with cardiac structures during deployment and no angulation or kink noticed in the delivery system. Patient was reported to have been in stable condition. It was noted that there was a significant delay in the procedure as it was necessary to seek another identical prosthesis.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to the labeling design or manufacturing of the device. Per the instructions for use, the recommended size delivery system for use with a 30mm amplatzer pfo is an 8f.